Manufacturer narrative:
The field service representative (fsr) inspected multiple parts on the instrument including the rv load/unload assembly. Upon inspection of the rv load/unload assembly the fsr discovered crystallization on the periphery of the sample loading hole. The fsr cleaned the diverter, load and unload - moulded base on architect (B)(4) which was determined to be the likely cause for the issue. A review of historical data for the diverter, load and unload - moulded base part associated with this complaint revealed no adverse trend, systemic issue, or nonconformance. A review of the architect (B)(4) instrument service history identified no contributing factors to the discrepant result. A review of the erratic rates for architect i1000sr and i2000sr found no systemic issues or adverse trends for the issue. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a false positive architect total bhcg on ID (B)(6) of 603.3 miu/ml that repeated negative when processing on the architect i2000sr. No impact to patient management reported. No race/ethnicity was provided.